Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician has recomended a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician has recomended a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to pocket pain. The physician repositioned the pocket and the patient was reportedly doing well.